Event description:
Caller reported a cartridge alarm issue that did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the faulty pump, advising the customer on how to store and return it. Customer was informed about steps for using the replacement pump and agreed to use multiple daily injections (mdi) as a backup insulin therapy during the transition.